Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and urinary problems. Furthermore, the plaintiff died. The cause of death as reported was congestive heart failure.